Manufacturer narrative:
E1: phone ext: (B)(6). One device was received for evaluation. Visual inspection found a loose downstream occlusion seal. The downstream occlusion sensor assembly was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Not turning on. There was unknown patient involvement. The device evaluation noted a loose downstream occlusion seal.